Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 450 units of insulin. The customer reloaded the cartridge successfully and received an accurate fill estimate. In addition, the customer reported blood glucose (bg) level was 550 mg/dl, which was addressed with a correction bolus. Additionally, the customer reported that the customer's maximum bolus settings had been set to 10 units by the health care provider (hcp) and the customer had been unable to deliver a bolus for meals and high bg levels. Recommendation was made to consult with hcp before the maximum bolus settings were changed on the pump. The customer understood and would consult with hcp before changing the settings on the pump.